Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain / severe and persistent pain") and genital haemorrhage ("abnormal bleeding") in a (B)(6) female patient who had essure (batch no. B26272) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 ((B)(6) 2001, (B)(6) 2010). Previously administered products included for birth control: mirena from 2005 to (B)(6) 2018. Concurrent conditions included body mass index normal, cramp in lower abdomen, nausea and inflammation. Concomitant products included alprazolam (tafil) since 2015. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("hair loss"), hormone level abnormal ("hormonal changes"), mood swings ("mood swing") and emotional disorder ("could not control my emotion"). On (B)(6) 2013, 2 months after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe and persistent abdominal pain to the point that I could not walk (it happened everytime I had my period)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced weight increased ("weight gain"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). In 2014, the patient experienced urinary tract infection ("utis"). In (B)(6) 2014, the patient experienced depression ("depression"). In (B)(6) 2015, the patient experienced arthritis ("arthritis") and bone decalcification ("decalcification on joint"). On an unknown date, the patient experienced bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems or change"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), skin disorder ("small bumps on the skin"), arthralgia ("severe and persistent pain in my hips"), back pain ("lower back pain") and neck pain ("neck pain"). The patient was treated with ibuprofen, antidepressants and surgery (hysterectomy ). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, tooth disorder, abdominal pain, vaginal discharge, weight increased, alopecia, bone decalcification, hormone level abnormal, mood swings, emotional disorder, bladder disorder, urinary tract disorder, fatigue, migraine, headache, skin disorder, arthralgia, back pain and neck pain was resolving and the arthritis had not resolved. The reporter considered abdominal pain, alopecia, arthralgia, arthritis, back pain, bladder disorder, bone decalcification, depression, emotional disorder, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, neck pain, pelvic pain, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: historical drug included paragaurd from 200 to 2005. Concomitant product included selective and ampigram from 2015. Patient has had no menses she has mirena in place x 1 year. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Ultrasound scan - in (B)(6) 2014: everything was okay and that my tubes were blocked. Most recent follow-up information incorporated above includes: on 1-feb-2018: pfs received - case upgraded as incident. New events, "abnormal bleeding (vaginal), abnormal bleeding(menorrhagia), uti, depression, filled in the broken teeth, severe and persistent abdominal pain to the point that I could not walk (it happened everytime I had my period), vaginal discharge, weight gain, hair loss, arthritis, altered hormone level, decalcification on joint, mood swing, could not control my emotion, bladder problem, urinary problems or change, fatigue, migraines, headaches, small bumps on the skin, severe and persistent pain in my hips, lower back pain, neck pain, abnormal bleeding" were added. Lot number was added. Product implant and explant date was updated. New reporter was added. Historical and concomitant conditions and medication were added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain / severe and persistent pain") and genital haemorrhage ("abnormal bleeding") in a 31-year-old female patient who had essure (batch no: b26272) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 (on (B)(6) 2001, on (B)(6) 2010) and mood change. She did not experience any complications of your unintended pregnancy or delivery. She did not allege that essure caused birth defect. On (B)(6) 2015, letter notes: three months ago the patient undergone a hysterectomy due to complications following the medical insert of the essure device. On (B)(6) 2017, findings: the findings after the surgery included exacerbated increase in the size of both fallopian tubes which were swollen in accordance with the patients symptoms previous to the surgery, the uterus presented edema on both the sides at the junction with the fallopian tubes, and abundant adherences, possibly to recurring infections, which confirms the reason of the patient¿s high fevers. Previously administered products included for birth control: mirena from 2005 to on (B)(6) 2019. Concurrent conditions included body mass index normal, cramp in lower abdomen, nausea, inflammation, anxiety since on (B)(6) 2017, pain since on (B)(6) 2017, inflammation since on (B)(6) 2017, hysterectomy since on (B)(6) 2017 and sexual aversion disorder (aversion disorder to sexual activity) since on (B)(6) 2017. Concomitant products included hydrocodone bitartrate; paracetamol (vicodin) for pain as well as alprazolam (tafil) since 2015, escitalopram, ethinylestradiol;etonogestrel (nuvaring), ethinylestradiol;norelgestromin (ortho evra) and oral contraceptive nos. On (B)(6) 2013, the patient had essure inserted. In december 2013, the patient experienced alopecia ("hair loss"), mood swings ("mood swing") and emotional disorder ("could not control my emotion") and was found to have hormone level abnormal ("hormonal changes"). On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)", 2 months after insertion of essure. In january 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe and persistent abdominal pain to the point that I could not walk (it happened everytime I had my period)"), vaginal discharge ("vaginal discharge"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced skin disorder ("small bumps on the skin"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). In 2014, the patient experienced urinary tract infection ("utis"). In (B)(6) 2014, the patient experienced depression ("depression"). In (B)(6) 2015, the patient experienced arthritis ("arthritis") and bone decalcification ("decalcification on joint"). On an unknown date, the patient experienced bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems or change"), fatigue ("fatigue"), arthralgia ("severe and persistent pain in my hips"), back pain ("lower back pain"), neck pain ("neck pain") and cystitis ("bladder infection"). The patient was treated with antidepressants, ibuprofen, filled in the broken teeth, medication, surgery (ablation and hysterectomy) and medication. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, urinary tract infection, tooth disorder, abdominal pain, vaginal discharge, alopecia, bone decalcification, hormone level abnormal, mood swings, emotional disorder, bladder disorder, urinary tract disorder, headache, arthralgia, back pain and neck pain was resolving, the genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, weight increased, fatigue, migraine, skin disorder and cystitis had resolved and the arthritis had not resolved. The reporter considered abdominal pain, alopecia, arthralgia, arthritis, back pain, bladder disorder, bone decalcification, cystitis, depression, emotional disorder, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, neck pain, pelvic pain, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: historical drug included paragaurd from 200 to 2005. Concomitant product included selective and ampigram from 2015. Patient has had no menses she has mirena in place x 1 year. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Ultrasound scan: in february 2014: results: everything was okay and that my tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2019: pfs received- new event bladder infection were added. Outcome of genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, weight increased, fatigue, migraine, skin disorder updated to recovered / resolved. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain / severe and persistent paiin") and genital haemorrhage ("abnormal bleeding") in a 31-year-old female patient who had essure (batch no. B26272) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 2001, (B)(6) 2010) and mood change. She did not experience any complications of your unintended pregnancy or delivery. She did not allege that essure caused birth defect. Previously administered products included for birth control: mirena from 2005 to 29-jun-2018. Concurrent conditions included body mass index normal, cramp in lower abdomen, nausea, inflammation, anxiety since (B)(6) 2017, pain since (B)(6) 2017, inflammation since (B)(6) 2017, hysterectomy since (B)(6) 2017 and sexual aversion disorder (aversion disorder to sexual activity) since (B)(6) 2017. Concomitant products included vicodin for pain as well as alprazolam (tafil) since 2015, escitalopram, evra (ortho evra), nuvaring and oral contraceptive nos. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("hair loss"), hormone level abnormal ("hormonal changes"), mood swings ("mood swing") and emotional disorder ("could not control my emotion"). On (B)(6) 2013, 2 months after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe and persistent abdominal pain to the point that I could not walk (it happened everytime I had my period)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced weight increased ("weight gain"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). In 2014, the patient experienced urinary tract infection ("utis"). In (B)(6) 2014, the patient experienced depression ("depression"). In (B)(6) 2015, the patient experienced arthritis ("arthritis") and bone decalcification ("decalcification on joint"). On an unknown date, the patient experienced bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems or change"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), skin disorder ("small bumps on the skin"), arthralgia ("severe and persistent pain in my hips"), back pain ("lower back pain") and neck pain ("neck pain"). The patient was treated with ibuprofen, antidepressants and surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, tooth disorder, abdominal pain, vaginal discharge, weight increased, alopecia, bone decalcification, hormone level abnormal, mood swings, emotional disorder, bladder disorder, urinary tract disorder, fatigue, migraine, headache, skin disorder, arthralgia, back pain and neck pain was resolving and the arthritis had not resolved. The reporter considered abdominal pain, alopecia, arthralgia, arthritis, back pain, bladder disorder, bone decalcification, depression, emotional disorder, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, mood swings, neck pain, pelvic pain, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: historical drug included paragaurd from 200 to 2005. Concomitant product included selective and ampigram from 2015. Patient has had no menses she has mirena in place x 1 year. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Ultrasound scan - in (B)(6) 2014: everything was okay and that my tubes were blocked on (B)(6) 2015, letter notes- three months ago the patient undergone a hysterectomy due to complications following the medical insert of the essure device. On (B)(6) 2017, findings- the findings after the surgery included exacerbated increase in the size of both fallopian tubes which were swollen in accordance with the patients symptoms previous to the surgery, the uterus presented edema on both the sides at the junction with the fallopian tubes, and abundant adherences, possibly to recurring infections, which confirms the reason of the patient¿s high fevers . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-jun-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.